Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged. The replacement lens was a toric iol. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info on 07/10/2012 and 07/24/2012 by phone, fax, and mail. A completed questionnaire has not been received. Additional info was provided in a follow up phone call on 07/24/2012. (B)(4).